Event description:
The report co received from affiliate indicated that during a pta to a heavily calcified superficial femoral artery, the balloon ruptured at three atmospheres. There was mild tortuosity and eighty percent stenosis, and the length of the target lesion was 16cm. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no report of pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product is available for evaluation and testing; however, it has not been received to date.